Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the high ventricular rate episodes were actually noise on the right ventricular lead. An echocardiogram performed on (B)(6) 2019 did not indicate any issues. Programming changes were made. The patient was in stable condition.